Manufacturer narrative:
Device investigation was performed and a hole in pneumatic hose was confirmed.

Event description:
It was reported that the pneumatic hose of the device had a crack on it. There was no patient involvement and no adverse consequences alleged with this event.